Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: blood glucose of 45 mg/dl was recorded by continuous glucose monitor (cgm) data at (B)(6)/2018. Prior to the low bg, the user delivered the initial portion of an extended bolus of 1.2 units for 44 grams of carbohydrates. Twenty minutes later, the user requested a bolus for 15 grams of carbohydrates and the pump recommended a bolus of 0.83 units. The user overrode the pump calculated bolus and delivered 2 units while still having insulin on board. It is possible the user overcorrected. Making bolus requests and still having insulin on board could lead to a low bg event. There is no evidence that the insulin pump experienced a malfunction or failure.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) of 40 mg/dl. Reportedly, the cause was unknown. Customer addressed bg with carbohydrates. Recommendation was made by tandem's technical support for the customer to contact a healthcare provider regarding bg.